Event description:
During a hip procedure, the anchor split upon insertion. The inline guide and a 3mm drill were used in conjunction with the anchors. A delay of five minutes took place. Sales rep. Stated that the broken anchor was removed from the pt and that additional bioraptors were used to complete the repair. No pt injury or complications resulted.